Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was removed during an s-ICD box change for battery depletion. The electrode was exchanged as a result of the praetorian score, indicating likelihood of suboptimal therapy delivery. No out-of-range measurements or observations were reported prior to replacement. No additional adverse patient effects were reported.